Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (vessel dissection).

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2017, imaging identified an aortic dissection originating from around the proximal end of the trunk-ipsilateral leg component (rlt281218j/17221793). It was reported that the dissection was thought to be caused by the excessive force used during advancement of another manufacturer¿s balloon during the stent graft placement. On the same day, two aortic extender components were placed just below the superior mesenteric artery and a bare metal stent was also placed in the right renal artery using chimney technique. It was confirmed that the dissection was covered and the blood flow into the dissection had reportedly resolved. The patient tolerated the procedure.

Manufacturer narrative:
Date of event: corrected the date of event.